Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. A follow up was performed with the key market (km), and the responder reported that the customer declined to have the device serviced by philips. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Manufacturer narrative:
H10: e1- (B)(6), china (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a main alarm failure. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the v60 ventilator had a main alarm failure. It was noted by the service engineer (se) recommended checking the central processing unit (cpu), motor control (mc) board, and power management (pm) board. The investigation is ongoing.